Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional stress testing and on/off testing using a test battery without duplicating the report. Review of the log found no evidence of the report. The device was recertified and returned to the customer. The battery used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.